Event description:
Customer reported a button error alarm on her insulin pump. She cannot clear the alarm. Customer's blood glucose is 138 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, cracked reservoir tube, cracked reservoir tube window and cracked case near display window corners. No button response due to corroded keypad traces. No button error alarms noted.